Event description:
It was reported that there was error 44510. The event occurred during testing. There was no patient involvement.

Manufacturer narrative:
One device was returned for repair with complaint of error 44510. No relevant event history was found. No relevant service history found within review period. The reported issue was replicated through pump power up test. The cause of the reported issue was unknown. The reported issue was resolved by charging unit for 250 hours. Upon further investigation, found upstream occlusion (uso) seal buckling, replaced uso seal. Performed dso/uso sensor calibration. Device passed all testing criteria post repair.